Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer (vs) was not staying secure in the e-100 generator. The customer reported that they moved the vs to the erbe generator and requested a field service engineer (fse) inspection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The issue was identified prior to starting the procedure and pre-anesthesia. Ports were placed. System functionality was checked at system powerup. The system did initially power on without errors. Technical support was contacted for troubleshooting and full troubleshooting was completed. The procedure was completed with a different bipolar input.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the port issue and replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found to work fine with the vessel sealer instrument on the in-house system. The vessel sealer instrument had a saline dipped gauze in the jaws and was fired about 100 times with the yellow pedal for cutting and sealing. The e-100 worked fine without any issue. The instrument fit perfectly in the port. The complaint was confirmed based on the fse investigation.